Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805p lift - serial number/date code (B)(4) is approximately 1 year old. The user manual part number 1024492 rev e (may-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has quadriplegia, c1-c4, complete and their medication regimen is unknown . The consumer is a (B)(6) male who is (B)(6) tall and weighs (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleged the wheel came apart. No injury alleged.